Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Event description:
The account alleges that the seal of the package was found to be running over an inner polybag during incoming inspection. No patient consequence to report.